Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the down arrow button was sticking and was hard to press requiring several presses to respond. The patient stated that the up arrow button was starting to have a delayed response. The patient confirmed that there was no trauma to the pump and there were no cracks or tears in the keypad. The patient reportedly wore the pump attached to a belt and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: contamination found under contrast/up/down/ok key contacts. Investigation revealed the keypad to be intact. All keys were tested and responsive. Removed keypad to investigate and contamination was found under contrast/up/down/ok key contacts.